Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. The nurse reported that there was a break in aseptic technique as the patient made a mistake/touch contamination, which is a use error that can cause peritonitis or potential contamination. The assignable cause was undetermined. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guides states that contamination of any part of the fluid path can result in peritonitis and instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly when performing therapy. The patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally a direction sheet included with the product, has multiple instructions and warnings for aseptic technique. A review of all batch record documents was performed with no issues noted during the manufacturing process. This issue is being investigated through CAPA.

Event description:
Initially the customer contacted baxter's technical service center regarding pain while draining, which occurred on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The home patient (hp) stated there was fibrin in the patient line. The technical service representative (tsr) informed the hp to end the therapy and contact their registered nurse (rn). During a call with baxter customer services to follow up on the reported event, the following was reported. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for pd. On an unreported date, the patient experienced stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. Outcome of stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapies were ongoing. Concomitant medications were not reported. Per the nurse, the peritonitis was not related to dianeal therapy. Causality for stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not provided.